Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise oversensing on stored atrial tachy response (atr) episodes. With right atrial automatic threshold (raat) test values indicating elevated output thresholds. Technical services (ts) assessment questioned possible ra loss of capture (loc) during presenting, requiring in person evaluation of ra threshold. Upon review, it was noted non physiologic noise and the historical review back to atr episodes also demonstrates non-physiologic noise. The patient will need to be brought in for direct assessment to confirm ra lead function. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.